Event description:
It was reported that during the implant procedure, the device exhibited <200 ohms impedance. The lead impedance measured 500 ohms via an analyzer. Therefore, a new pulse generator was implanted.